Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter.